Event description:
The account contacted an abbott customer technical advocate (cta) stating that the cell-dyn 4000 110v analyzer is dropping sample tubes from the mix head. The account noticed that the analyzer generated an erroneous pt result due to the mix head issue. The erroneous result was not flagged by the instrument but identified through a delta check and was not reported out of the lab. One pt sample generated a hgb result of 13.2 g/dl and when the sample was repeated on another instrument (platform not provided), a hgb result of 7.3 g/dl was obtained. The account was not provide additional pt info. No impact to pt management was reported.